Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the most likely cause of the customer¿s allegation was water invading the connector as a result of the cracked connector and damaged electrical circuit. The instructions for use (IFU) states the following: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During inspection, the device did not display an image due to a faulty cable unit. In addition, there was a crack on the video connector, which had caused the device to fail the water leak test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image was ¿staticky looking¿ as the picture was not coming in clear prior to an unknown diagnostic procedure. The returned device was inspected and a faulty cable unit was found. There was no report of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.